Manufacturer narrative:
This report is submitted on november 19, 2018.

Event description:
Per the clinic, the patient experienced healing issues at the implant site,following device implantation, and subsequently the device was explanted and reimplanted contralaterally on (B)(6) 2018. The electrode array remains insitu.

Manufacturer narrative:
It was reported that the patient experienced infection and extrusion of the receiver stimulator prior to explantation of the device. This report is filed on december 10, 2018. (B)(4).